Manufacturer narrative:
D4: concomitant product UDI for pump is (B)(4) and balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. The cuff was too big. The aus was explanted and replaced. No further patient complications reported.